Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached its end of life (eol). Philips has decided to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The customer was informed about the end-of-life terms and the device cannot be replaced. The device remains at the customer's site. The investigation has concluded that no further action is required at this time.

Event description:
It was reported the device did not pass the operational test. There was no patient involvement.